Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the upper gastrointestinal tract during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the catheter together with the clip were withdrawn from the scope and the procedure was completed with a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the upper gastrointestinal tract during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the catheter together with the clip were withdrawn from the scope and the procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). A visual examination of the returned complaint device under the microscope noted that there was a bump on the capsule tabs. The device exhibits both activations for deployment but was not released. A functional evaluation was performed and the clip arms would not open. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.